Manufacturer narrative:
(B)(4). On 17th oct 2017, arjohuntleigh received information from hospital (B)(6), indicating that the non-arjohuntleigh installation rail system (manufactured by guldmann company) became unstable. The non-arjohuntleigh ceiling rail system was used with arjohuntleigh ceiling lift: maxi sky 600. No adverse event occurred. It should be emphasized that after the event, the customer was visited by arjohuntleigh representative to remove the arjohuntleigh ceiling lift from the installation. No malfunction related to arjohuntleigh ceiling lift was found. Arjohuntleigh device was excluded as a potential contributing cause to the reported complaint. Based on the collected information and photographic evidence, one of two anchor points (attaching the rail system to the ceiling) of the non-arjohuntleigh rail system was detached. Because non-arjohuntleigh track was used, we are not in a position to determine the actual root cause of the reported malfunction. While the incident occurred the arjohuntleigh device was not being used for resident transfer. Maxi sky 600 ceiling lift was performing according to the manufacturer's specification at time instability of the non-arjohuntleigh installation rail was found. Although no serious injury took place, we have reported investigated event to competent authorities, due to the fact that such circumstances with patient attached on the ceiling installation rail system upon recurrence may pose a resident at risk.

Event description:
On 17th oct 2017, arjohuntleigh received information from hospital (B)(6), indicating that the non-arjohuntleigh installation rail system (manufactured by guldmann company) became unstable. The non-arjohuntleigh ceiling rail system was used with arjohuntleigh ceiling lift: maxi sky 600. No adverse event occurred.